Event description:
A distributor in france reported that a customer experienced a broken pump screen that was shattered, rendering the touchscreen unreadable and unresponsive. Blood glucose level was reported as 100 mg/dl, which is within the normal range, indicating no adverse impact on the customer's health. The affected pump was scheduled for return and replacement. No additional information regarding the customer¿s outcome or further actions was received.